Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
*The following sections have corrected information: (h6) health effect - clinical code, medical device problem code.

Event description:
As reported, approximately 3.5 years post op initial right tha, this 75 y/o male patient was revised. The patient presented back to surgeons office with complaints of pain and stiffness in their tha. Upon examination and implant research the patient has a recalled poly implant and early wear with concerns of osteolysis. The patient was scheduled for a revision tha possible poly swap. The patient obtained an acetabular poly liner swap and a femoral head swap with joint debridement. Patient was last known to be in stable condition following the event. Devices are not returning - the implants are sent to the hospital lab and then legal.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6) 180-01-52 - nv crown cup clstr hole 52mm group 2. (B)(6) 164-01-13 - element-stem, collarless w/ha, std offset, sz 13. (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm.

Manufacturer narrative:
Based  on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected medical device and investigation clinical codes.